Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report an elevated blood glucose (bg) excursion. The reporter stated that the patient had elevated bgs for past 2 days. The patient's mother reported that the patient obtained a high bg of 589 mg/dl the night prior. The reporter confirmed the patient tested positive for ketones and was feeling nauseous. In response to high bgs, the reporter contacted the patient's hcp who advised the patient's mother to discontinue pump therapy and place patient on backup plan. The reporter stated, the patient's hcp felt the pump was not delivering properly. At the time of the call, the patient's mother informed customer support the patient's bg was 300 mg/dl and he felt fine. At the time of troubleshooting, the patient's mother reported that since elevated bg's began 2 days prior she changed site 2x and also changed out the insulin; however, the patient's bgs remained elevated. Customer support noted all pump histories were reviewed and no discrepancies found. At the time of the call, the patient's mother informed customer support that the patient had recently been diagnosed with walking pneumonia and had finished his antibiotics the day prior on (B)(6) 2012. The reporter stated that the patient's hcp did not fell the patient's illness is what caused the patient's recent elevated bg's. This complaint is being reported because,the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.